Manufacturer narrative:
It was reported an external fluid leak was observed originating from a hole in the dialyzer tube due to a crack in an unknown quantity (total quantity reported is nine) of polyflux 140h sets. The actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the provided photographic samples, the leak was not able to be observed. Due to the nature of the provided samples, no further testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five polyflux 140h with unknown lot numbers were cracked on the wall of the dialyzer tube which resulted in an external fluid leak from the hole. The leaks were observed during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nine (9) polyflux 140h were cracked on the wall of the dialyzer tube which resulted in an external fluid leak from the hole. The leaks were observed during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.